Event description:
It was reported that this patient presented to the clinic after receiving a remote alert that the right ventricular (rv) lead had switched to unipolar sensing. Upon interrogation, the physician noted the rv lead exhibited high, out-of-range pacing impedance measurements (>2500 ohms) which caused the lead safety switch (lss) to unipolar sensing. Furthermore, as a result of the lss, noisy signals and loss of capture were observed. However, because no asystole occurred and all the other rv lead measurements were within range in the unipolar sensing mode, the physician elected to continue with normal monitoring. At this time, the rv lead remains implanted and no adverse patient effects were reported.